Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump has been alarming no delivery constantly. Alarm tends to occur when he fills the tubing and when he attempts to fill the cannula with 5 units of insulin and nothing comes out. Thirty alarms have occurred since (B)(6). Customer's blood glucose was 586 mg/dl. Fixed prime was performed and no insulin exit. Customer was advised the device needed to be replaced and to revert to his back-up plan. Customer agreed to return the device for analysis.